Event description:
The pt reportedly experienced an infection. The pt presented with redness and swelling over the implant site. The pt's device was explanted. The pt will be reimplanted at a later date.